Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while functional testing, the device self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including bench handling, and shock and charge button keypad testing without duplicating the report. The device was recertified and returned to the customer. The x series is not designed to auto discharge energy by itself and can only discharge when there is user intervention to fire the defib. No trend is associated with reports of this type.